Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v015098, implanted: (B)(6) 2007, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that impedances were greater than 4000 on all electrode combinations except c and 0, and were tested up to 3.5v. The patient falls multiple times secondary to their medical condition and it was noted the patient had multiple comorbidities. Impedance and battery longevity were checked and the patient felt stimulation only on c+ and 0- at 3.8 comfortably. It was noted the patient was going to do a bladder diary to see if there were any change in retention symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that patient's weight was not available at this time. They did not know the patient's medical conditions but they did not state that they were related to the device. It was unknown that if their repeated falls were the cause at that time.